Event description:
It was reported that the anesthesia workstation failed pressure tranducer test during system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was not reproduced. No parts were replaced. Evaluation of device logs indicate that it was the fresh gas pressure transducer pcb that malfunctioned. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).